Manufacturer narrative:
Concomitant medical devices: allocl csf anchorage cap 61 catalog no# 3535 ; lot no# 2869806, alloclassic sl stem 5 12/14 catalog no# 2845; lot no# 2890587. Therapy date: (B)(6) 2019. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. .where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: analysis could not be performed as no specific event information is available. Event description: it was reported that during a revision surgery sulox ceramic head was broken while the surgeon was trying to remove the head from the stem. Reason of revision surgery is unknown. During the revision only head and liner were revised. (Head: ref 17.28.06, lot 2943953; liner: ref 3555, lot 2949857). Primary surgery was on (B)(6) 2017 and the revision took place on (B)(6) 2019. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: visual examination: for the review only the ceramic head is received. The head is broken into many pieces, thus it was not possible to assemble together. On the articulating and taper zone of the head metal transfer is visible. There is no abnormal metal transfer is observed which could hint to a possible seating problem on the stem taper. Neither on the articulating surface not any metal transfer which could indicate possible impingement is noticed. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique is not reviewed as no surgical report was received to confirm whether the st was followed or not. Conclusion: patient underwent a revision surgery after 1 year 10 months in-vivo time due to unknown reasons where the head and liner were revised. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the returned product and the given information the complaint could be confirmed; however, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00035.